Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Blood glucose reading was 24.9 mmol/l at the time of incident and current blood glucose level was 21.4 mmol/l. Customer was treated with injection of 8 units. Customer reported that did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.